Event description:
Caller was having symptoms of hypoglycemia, reported aviva system blood glucose results of 233 mg/dl and 67 mg/dl. Customer took 2 glucose tablets and drank coke. Same system retest 5 minutes later was 57 mg/dl. Customer drank more coke and 5 minutes later same system retest results were 70 mg/dl, 82 mg/dl, and 98 mg/dl. The caller stated that 57 was taken within less than 10 minutes of 67 or 233, and that 70, 82, and 98 were within ten minutes of 57. Customer was not feeling well and declined further troubleshooting. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
Strips not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.